Event description:
Customer received a result of 5.7 mmol/l on the performa system, and a result of 3.6 mmol/l on a professional system within 10 minutes. The customer was given a biscuit after receiving the results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.